Event description:
It was reported that the handpiece was alarming during use for a demonstration. No patient involvement.

Manufacturer narrative:
Evaluation summary: the handpiece was returned in a good physical condition. It was tested on a generator and gave an error code 5. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.